Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic distal gastrectomy with laparoscopic cholecystectomy procedure, an unknown error occurred during use. There was no problem from start to the last at the laparoscopic distal gastrectomy. At the end of the laparoscopic distal gastrectomy part of the procedure, insertion point of stapler was made, while the device was used on a staple line. The surgeon who performed the laparoscopic distal gastrectomy could not confirm if the blade was broken off. After that, other surgeon performed the laparoscopic cholecystectomy, and an unknown error occurred when the device was used. The device became not to function during use, so the surgeon didn¿t use the device during the cholecystectomy. The other surgeon did not feel if there was something wrong with the blade. Another device was used to complete the case. There were no adverse consequences to the patient reported. When the device was received by the sales rep, it was found that the tip of the blade was missing.

Manufacturer narrative:
(B)(4). Batch # r92r1y. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. Also, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.